Event description:
Pump did not alarm prior to power loss. The pump was programmed to deliver an unspecified concentration of fluorouracil in the continuous mode. After an unspecified length of time, the homecare patient's family noted that the display was blank and the pump was powered off. The family removed the pump from service and therapy was continued using a replacement pump. The customer reported no adverse patient effects. Though requested, no further information was provided.